Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Two devices were received and an evaluation is in progress. Part ar-503-ttte and ar-503-be12 were returned for evaluation but part ar-503-psre was discarded by the facility. This complaint is still under investigation. At the current time the cause of the event cannot be determined.

Event description:
It was reported that patient underwent a revision surgery during which all arthrex tka implants (ar-503-ttte , lot 108761203, ar-503-be12, lot 77941243 and ar-503-psre, lot 108761204) were explanted due to a loose tibial baseplate (ar-503-ttte, lot 108761203). A full revision procedure was done utilizing another manufacturer's implants. The initial surgery was done on (B)(6) 2014 and the revision surgery was done on (B)(6) 2015. Follow-up investigation: original tka procedure date was (B)(6) 2014. Patient symptoms prior to surgery are not known. X-rays were taken prior to revision but pictures are not available. The surgeon had planned on a possible bearing exchange vs. Full revision. With the tibial baseplate being loose, a full revision was performed. Parts ar-503-ttte , lot 108761203 and ar-503-be12, lot 77941243 are being returned for evaluation. Part ar-503-psre, lot 108761204 was discarded by the facility.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-ttte and lot number,108761203 combination found no related information. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant.

Event description:
It was reported that patient underwent a revision surgery during which all arthrex tka implants (ar-503-ttte , lot 108761203, ar-503-be12, lot 77941243 and ar-503-psre, lot 108761204) were explanted due to a loose tibial baseplate (ar-503-ttte, lot 108761203). A full revision procedure was done utilizing another manufacturer's implants. The initial surgery was done on (B)(6) 2014 and the revision surgery was done on (B)(6) 2015. Follow-up investigation: original tka procedure date was (B)(6) 2014. Patient symptoms prior to surgery are not known. X-rays were taken prior to revision but pictures are not available. The surgeon had planned on a possible bearing exchange vs. Full revision. With the tibial baseplate being loose, a full revision was performed. Parts ar-503-ttte , lot 108761203 and ar-503-be12, lot 77941243 were returned for evaluation. Part ar-503-psre, lot 108761204 was discarded by the facility.